Event description:
IV pumps are not able to run secondary infusions over 250ml/hr without competing flow from primary bag. Recommendation from baxter continues to be to run the secondary infusion as a primary and on it's own pump. This is not and has never been a safe practice for secondary infusions. Up to a quarter of the secondary infusion medication will remain in the tubing causing an under-infusion of medication. These IV pump issues have never to my knowledge occurred for this health system with IV infusion pumps prior to the adaptation of the 1718746 model. Multiple reports have been made. I have a video of the pump error, but am unable to upload to this format. The medication that was under-infusing was offirmev, a commonly administered medication that needs a rate of infusion of 400ml/hr. FDA safety report ID # (B)(4).